Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The automatic reconstitution module (arm) was scheduled to be replaced . The arm is a back up for this analyzer. Tracking and trending did not identify an adverse trend for smoke from the v2 valve on the arm of the architect i2000 analyzer. The architect system operations manual and safety analysis memo were found to adequately address electrical hazards. Based on the evaluation, a systemic issue with the architect system was not identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated smoke was observed coming from valve 2 on an architect i2000 analyzer. The customer observed a burnt smell. The arm of the analyzer had stopped functioning, and a leak and smoke at valve 2 was observed. The arm was replaced to resolve the issue. There was no harm to personnel, or adverse impact to patient management reported.